Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11424. It was reported that a patient's right ventricular lead exhibited high capture threshold issues and decreased perception. It had been previously repositioned a day after implant, (B)(6) 2021, to address the aforementioned issues but the issues persisted. During lead explant on (B)(6) 2021 the replacement right ventricular lead was noted to have a fracture on the end of the lead so it was also replaced. Following the procedure, the patient was stable.